Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer stated that she experienced low blood glucose levels during the night and was taken to the hospital for treatment. The customer's blood glucose reading was 142 mg/dl when admitted. Troubleshooting revealed that the customer over-treated with insulin the hours prior to experiencing the low blood glucose levels. Also, found that the customer was treated based on the sensor glucose readings, not her blood glucose readings. Explained to the customer the importance of treating based on the blood glucose readings. Nothing further was reported.